Event description:
An ffr procedure using a pressure-wire aeris was performed. Following ffr measurement, a stent was deployed over the pressure-wire with a balloon and was inflated to 30 atmospheres. The pressure-wire kinked and was difficult to remove following stent placement. They pulled the device back with the balloon, which also caused the stent to dislodge. It was reported the pressure-wire may have been wrapped around the balloon adding to the removal difficulty. The pressure-wire fractured all the way through and the stent went downstream into the body and was not found or recovered. The doctor then deployed another stent over another wire. They patient did not show any adverse consequences at the time of the wire fracture.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation concluded that the coated proximal tube and the corewire were fractured. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the fractured guidewire remains unknown, but is consistent with damage to the device during use. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) cautions to not use with interventional devices with a too short guidewire rail length as pressurewire may fold or fracture during manipulation. The pressurewire instructions for use (IFU) instructs to confirm the compatibility of pressurewire diameter with the interventional device before actual use.